Event description:
The account stated that the brake was not locking properly at one end of bed.

Manufacturer narrative:
The technician found the brake caster would engage, however, it would still slightly swivel when force applied. The technician replaced the worn brake caster to repair the bed.